Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient condition was unknown. Further information was requested, but not yet available.

Event description:
New information received noted patient was stable before, during, and after the replacement procedure.